Manufacturer narrative:
Corrected data: b5 - "refractive treatment performed" should be removed as it is not applicable. H6 - medical device problem code - 1494: off-label use (acd < 3.0mm) should have been included. H6 - health effect impact code: corrected to 2199, as 4625 is not applicable. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -2.0/+5.0/101 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) (B)(6) 2020. Refractive surprise was observed. It was reported that refractive treatment was performed. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.